Event description:
A customer site reports a loss of telemetry monitoring when the cic (central station) reboots. No injury has been reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.